Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 750 analyzer generated an erroneously low platelet (plt) result that was reported out of the laboratory. There was no death, injury, or affect to patient treatment reported for this event.

Manufacturer narrative:
The specimens were collected in edta vacutainers. The instrument is currently within qc specifications with respect to controls and reproducibility. The controls are run once per shift. Patient controls are also run throughout each shift. Controls were run before and after the incident and recovered within range. A field service engineer (fse) was dispatched on (B)(4) 2011 and bleached the red blood count (rbc) / platelet (plt) apertures and ran the latex/flow rate matching procedure with no issues. The fse also ran all verifications which all passed successfully. Per the customer, the instrument is operating adequately since the service visit and that the lab is doing manual smear on plt counts under 150.